Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging that the patient was admitted to the intensive care unit (ICU) of the hospital "and has been". No further information regarding the patient's hospitalization was available at the time of the call because the reporter hung up while waiting to speak with animas customer technical support. Before hanging up, the reporter had stated that the patient's replacement insulin pump that they had been waiting for was delivered to the incorrect address and she had to drive for two hours to get the pump and she was very upset about this. The reporter was not able to be reached when animas attempted to contact her back and several attempts by animas to contact the reporter have been made since. This complaint is being reported because the patient was hospitalized for an unknown diagnosis while possibly still on a backup plan and awaiting a replacement due to a pump malfunction as evidenced by documentation of a previous report of pump malfunction with a reported adverse event on MFR report #2531779-2013-01343 dated (B)(4)2013.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.